Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley disconnected with the seal intact. This happened in the cvicu while the patient was in surgery. The foley disconnected without even removing the tamper evident seal. There was no patient injury.